Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. The risk assessment of the device identifies a potential failure mode of tip breakage when the device is used in an extreme condition such as bony tissue. The device instructions for use includes a statement to not attempt to use the device through the bone or other calcified tissue. Due to the nature of the surgical access, the tip can be retrieved from the patient without modification to the surgical access.

Event description:
During use of the anchorknot suture passer during a procedure, the tip of the device broke. A pituitory rongeur was used to remove the broken tip from the patient using the original surgical access point. The procedure was completed successfully without use of the anchorknot suture passer.